Event description:
After levulan kerastick and blu u treatment for actinic keratoses, my face was severely burned, blistered, bleeding, and swollen so badly that I could barely open my eyes. The burning pain and constant stinging was a 10 on a pain scale from 1-10 being severe. After icing for a few days to relieve the pain, I was finally able to touch my skin in order to apply the ointments to help the healing. The physician indicated that I had a severe reaction to the medication and treatment. The MFR of the medication and blu-u need to take into consideration if a pretest can be made to determine who would benefit and who would have a severe reaction like me. The brochure does not begin to state the serious side effects that can occur. In addition, the physician needs to offer a post treatment plan to alleviate the burning, stinging, blistering pain. I was offered nothing until a week later even though I called earlier and I was given steroid ointment which hastened healing. In addition, the treatment activated my shingles. FDA safety report ID# (B)(4).